Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on with either battery pack. When a pt svc rep (psr) visited the pt to troubleshoot, the psr placed battery pack sn (B)(4) into the pt's monitor and heard a "jolt." She then placed the battery into a known-functional monitor, and the battery did not power on the monitor. The pt was issued a replacement and two battery packs.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up has been confirmed. As received, the monitor was drawing excessive current. The cause of the inability to power on is excessive current draw at shorted capacitor c9 on the computer/analog board. The short at c9 caused add'l damage to the board underneath the capacitor. The root cause of the short cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge when placed in the charger and did not power on a monitor. The cause of the inability to charge or power on a monitor cannot be positively identified, but is likely excessive current draw from the monitor. Device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge in the charger and did not power on a monitor. The cause of the inability to charge or power on a monitor is a blown fuse. The root cause of the blown fuse cannot be positively identified, but is likely excessive current draw from the monitor. Device eval of battery pack sn (B)(4) has been completed. The reported problem ("jolt" in pt's monitor/would not power on known-functional monitor) has been confirmed. As received, the battery pack would not charge in the charger or power on a monitor. The cause for the inability to charger or power on a monitor is a low cell output voltage of 1.96 volts. The cause of the low output voltage can be attributed to the excessive current draw of the monitor. No adverse event resulted from the defective monitor or battery packs. The pt received a replacement monitor and two battery packs. Device manufacture date: battery sn (B)(4): 7/2011, battery sn (B)(4): 04/2011, battery sn (B)(4): 7/2011.